Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. A secondary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via an unspecified pump. After an unspecified length of time, the option-lok male adapter of the plumset was connected to the distal clave y-site of the secondary tubing set for piggyback delivery of an unspecified volume of normal saline, via gravity. After an unspecified length of time, the nurse disconnected the option-lok male adapter of the plumset from the distal clave y-site of the secondary tubing set. At this time, the distal tip of the option-lok male adapter of the plumset broke off and a piece remained lodged inside the clave y-site of the secondary tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.